Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 518mg/dl. The customer had not treated for the high yet. The customer declined to troubleshoot for the high and attributes the rise to over eating. The customer mentioned magnet with the pump and receiving motor position encoder error alarm. Troubleshoot was conducted. The customer was advised to discontinue use of the device and that a replacement would be needed. The customer had new pump on hand and will be switching devices.